Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, there was not problem detected during inspection therefore the cause of the issue is likely an impact caused by the state of a patient or a device other than the subject device, or the subject device temporarily malfunctioned. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. There was no fault found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during a procedure, the flows and pressures on the high flow insufflation unit were not what they were set to. However, additional information was received later in which the customer had reported that it was determined that the facility valves and ports were the cause of the issue. The facility wanted confirmation from olympus, as there were consistent concerns that the insufflator had pressure and flow issues. No patient harm reported.